Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that patient medication order did not display any items available for issue. The affected item was flagged as a high alert medication. A technical support specialist remotely accessed the system and advised the customer to locate a staff member authorized to override the high alert restriction. The customer consulted her supervisor, who successfully dispensed the item. Following this guidance, the issue was resolved. The system functioned as intended after the technical support specialist assisted the customer in resolving the issue. D4 & h4: serial number, unique device identifier and manufacturer date not available.

Event description:
It was reported by the customer that when using the bd pyxis¿ medbank tower aux, patient medication order did not display any items available for issue. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.